Event description:
Alcon vitrectomy pack (lot# 2310188h) was found to have a hair in the plastic bag that contains the sharps. A second pack was brought into the room (lot# 2315138h) and opened. Upon removing the contents, an eyelash was discovered on the styrofoam tray found in the pack.